Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Fluoroscopy was performed and it was discovered that the ra lead was fractured at the clavicle/first rib juncture. Subsequently, the patient underwent a revision procedure and this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated that before this ra lead was surgically abandoned and replaced it also exhibited loss of capture. No additional adverse patient effects were reported.